Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home and was pronounced dead at the hospital. The cause of death was as a result of a head injury. The caller stated that the customer unsure if the customer had a high or a low that may have led to the customer's passing. The customer¿s blood glucose was at 340 mg/dl the evening before they passed. The customer bolused 12 or so units to treat the high. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. It is believed the customer was going up the stairs and fell backwards and landed on cement. The customer had been diagnosed with post traumatic stress disorder, anxiety, and depression, and their dog had just died. The caller declined to return the insulin pump for analysis.